Event description:
Breast implants complications, disfigurement, nerve damage and lymph. I want to know why the reporting is ignored, why you have not taken proper steps to protect, why you are concealing the facts, favoring mfrs. FDA was designed to protect the public / people. Instead you are protecting mentor, allergan, and plastic surgeons. It's astounding and unconscionable.